Event description:
Breathing difficulty; had asthma like attack. Also have been having these terrible coughing fits through out the day, and sinus congestion every morning after I disconnect from my dreamstation CPAP. Found out last friday from a fb post that there was a problem with my CPAP. Called my dme vendor and they confirmed. Asked why I was not notified from company or dme vendor, they claim they just found out. Was told to see my lung specialist. Was asked to register my machine with philips respironics and I did on friday (B)(6) 2021. Saw doctor this morning (B)(6) 2021. I was advised not to use machine. They sent my dme a new request but the dme has no solution or machines to replace my recalled machine. Was told to buy new one because manufacture does not know when they will have replacements. I received an e-mail from manufacturer does not helpful. I will have no other choice than to buy a different one. In the mean time I still have coughing and chest tightness, and I do not know what permanent damage I have sustained. FDA safety report ID # (B)(4).